Event description:
It was reported that approximately five years and six months post port placement via the internal jugular vein, the patient experienced pain in the neck while flushing the port system. Reportedly, a CT examination was performed and revealed that the catheter was allegedly broken. The port body was removed; however, the distal catheter segment remains inside of the patients body. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation and the identified wear and deformation issues, as a circumferential split was observed approximately 7.0 cm from the distal end of the cath-lock. Furthermore, a complete compound break was noted approximately 9.8 cm from the distal end of the cath-lock. The edges of the circumferential split appeared rounded and finely granular. The edges of the complete compound break appeared jagged and rounded. Furthermore, a split was noted migrating from the edge of the complete compound break. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified. (Expiration date: 04/2020). Device pending return.

Event description:
It was reported that approximately five years and six months post port placement via the internal jugular vein, the patient experienced pain in the neck while flushing the port system. Reportedly, a CT examination was performed and revealed that the catheter was allegedly broken. The port body was removed; however, the distal catheter segment remains inside of the patients body. The current status of the patient is unknown.